Event description:
New information received indicates that the patient was stable afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was unresponsive for 15-20 minutes. Device interrogation revealed non-sustained vt episodes with a ventricular tachycardia that accelerated. The patient received atp therapy for the accelerated rhythm, but the therapy accelerated the rhythm to the ventricular fibrillation zone. Intermittent undersensing was observed during the ventricular fibrillation. Programming changes were made and the patient was responding during the changing. The device remains implanted.